Event description:
It was reported that an alert triggered for a high impedance measurement, noise and oversensing on the right ventricular lead. With lead fracture suspected, detections were disabled and the patient was monitored. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(6) 2012. Ventricular short interval count v-sic=803 counts avg/day, in 1.80 days, occurred between (B)(6) 2012. Twelve ventricular non-sustained tachycardia episodes of <=210 ms occurred between (B)(6) 2012. Daily pace lead impedance trend data shows a spike increase for ventricular pace bi impedance = 494 to 2261 ohms peak between (B)(6) 2012, then returning to 494 ohms on (B)(6) 2012.

Manufacturer narrative:
Product event summary (B)(4) - . We did receive performance data collected from the device and have analyzed the data. The daily pace lead impedance trend data shows a spike increase for ventricular pace bipolar impedance equal to 494 to 2261 ohms peak between (B)(6) 2012, then returning to 494 ohms on (B)(6) 2012. There were ventricular short interval counts equal to 803 counts on average per day, in 1.80 days, between (B)(6) 2012. There were twelve ventricular non-sustained ventricular tachycardia episodes less than or equal to 210 milliseconds between (B)(6) 2012. There was one patient alert for lead failure predictor on (B)(6) 2012. The device was returned and analyzed. Analysis revealed the lead conductor had exposed coil and was kinked/buckled. The distal end of the electrode was covered in blood. The distal conductor was fractured/flexed. The conductor exposed coil was pulled/stretched/overstressed. The overlay tubing had environmental stress cracking.